Event description:
I bleed 10 months straight took estrogen pills and depo shot nothing stopped the bleeding. Had head aches, light headed, pelvic pain, sores, weight gain, tired all the time and couldn't keep up with my children cause I didn't feel right. Had to have a hysterectomy at (B)(6) due to essure and coils were in proper place.(B)(4)